Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that leakage occurred with a bd phaseal¿ connector luer lock c35. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported that the phaseal products are leaking.

Event description:
It was reported that leakage occurred with a bd phaseal¿ connector luer lock c35. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported that the phaseal products are leaking.

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident and a root cause could be determined. A device history review could not be completed as no batch number was provided. H3 other text : see section h.10.